Event description:
It is reported the devices were implanted in 2004, and the patient was revised in 2009, due to subluxation, painful joint block and dislocation of stud. No indication of trauma.

Manufacturer narrative:
This report will be amended when our investigation is complete.